Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the left ventricular lead had dislodged. The lead was explanted and replaced on (B)(6) 2019. The patient's condition was stable.

Manufacturer narrative:
As received, a partial lead was returned in two pieces for analysis, the connector portion measured 54.5cm while the distal portion was measured at 31.4cm. The s-curve hump height was unable to be measured, due to as received damage lead. Electrical testing that could be measured did not find any indication of conductor fractures or internal shorts. Visual and x-ray analysis noted damages that are consistent with procedural damage.